Manufacturer narrative:
Post market vigilance (pmv) received two devices. The visual inspection of the returned product noted: device one had a bottom button which had disengaged from device. Disengaged button was not returned with the device. Button plunger showed no signs of breakage or abnormalities. There was an exposed spring lodged between the plunger and the edge of the body cavity. Device two was returned loaded with a bent needle. Needle was inspected under a microscope and was observed to have been bent at suture swage. Witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device two only, as device one could not be tested due to disengaged unloading button. Device two was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device two was found to not function properly as needle toggle outside of jaws and disengaged while being toggled in media and being toggle outside of media. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic nissen fundoplication while closing the esophagus. When the surgeon would toggle the needle from side to side, the needle disengaged into the patient cavity. To correct the issue, the needle was retrieved. This problem occurred with three devices. To complete the procedure, a fourth suturing device had to be used. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) received two devices. The visual inspection of the returned product noted that the device one had a bottom button which had disengaged from device. Disengaged button was not returned with the device. Button plunger showed no signs of breakage or abnormalities. There was an exposed spring lodged between the plunger and the edge of the body cavity. Device two was returned loaded with a bent needle. Needle was inspected under a microscope and was observed to have been bent at suture swage. Witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device two only, as device one could not be tested due to disengaged unloading button. Device two was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device two was found to not function properly as needle toggle outside of jaws and disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading, unloading or toggling the needle in the tested device. If information is provided in the future, a supplemental report will be issued.